Manufacturer narrative:
To date a lot number has not been provided and therefore we are unable to perform a device history record review, including sterility records, to determine if there were any non-conformance reports with this issue. To date samples have not been returned for review and/or analysis. The complaint report indicated photos were available but to date none have been received. The complaint report also indicated that two (2) other patients were involved but no details were provided. Since all sutures are technically ¿foreign substances¿ the human body has a tendency to reject them. The precautions section of the IFU for this device states, ¿infections, erythema, foreign body reactions, transient inflammatory reactions and in rare instances wound dehiscence are typical or foreseeable risks associated with any suture and hence are also potential complications associated with stratfix spiral polypropylene device. Acceptable surgical practice should be followed with respect to drainage and closure of infected wounds.¿ the adverse effects section of the IFU states, ¿adverse effect associated with the use of this device may include, wound dehiscence, calculi formation in urinary and biliary tracts when prolonged contact with salt solutions such as urine and bile occurs, infected wounds, minimal acute inflammatory tissue reaction, and pain, edema and erythema at the wound site.¿ complications and side effects of an abdominoplasty may include: pain and swelling after surgery. Your doctor will prescribe pain medications as needed. Soreness may last for several weeks. You may also have numbness, bruising and overall tiredness for that same time period. As with any surgery, there are risks. You may have an increased risk of complications if you have poor circulation, diabetes, heart, lung, or liver disease, or if you smoke. Complications can include: scarring. Hematoma (bleeding). Infection. Seroma (accumulation of fluid). Poor wound healing. Blood clots. Numbness or other changes in sensation. Other complications include: fat necrosis (death of fatty tissue located deep in the skin). Wound separation. Spitting. Asymmetry (unevenness or lopsidedness). A definitive root cause for the reported event of infection and spitting cannot be confirmed with certainty without receiving finished good lot number to review device history record, sterility records, without receiving details of the procedures performed, layer of tissue where the device was placed, culture results patients health history, and surgeon¿s technique.

Event description:
I was advised by dr. (B)(6) that dr. (B)(6) (a surgeon from (B)(6) hospital) has had 3 adverse outcomes with stratafix polypropylene causing multiple patient abscesses. One patient in particular had been operated on by dr. (B)(6) at (B)(6) hospital due to a 2 year history of suture extrusions through her skin post adminoplasty post bariatric surgery. This had been treated by with antibiotics by the gp (photos available from dr (B)(6)). Patient was sent to (B)(6) for surgery to investigate. Dr. (B)(6) found stratafix suture still intact and removed it ''very easily''. Suture was noted to be ''covered in a biofilm of infection''. Suture removed from rectus sheath (B)(6) 2022.